Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery inside of her insulin pump was not working properly; last night the device had a blank screen and when she changed the battery the insulin pump turned back on and resumed normal function. However, the customer received a low battery alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer's alarm history was reviewed and there were several battery alarms and alerts including: four battery out limit alarms, three weak battery alerts, a failed battery test alarm, an off no power alarm, and the most recent low battery alert. The customer confirmed that the low battery alarm occurred less than 24 hours prior to the off no power alarm. The battery cap was not loose or cracked. The insulin pump will be returned and replaced, and the customer was advised that they may continue to wear the insulin pump until a replacement arrives.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No unexpected low battery anomalies noted, no unexpected weak battery noted, no unexpected battery out limit noted, no unexpected off no power anomalies noted. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.